Manufacturer narrative:
Retainer ring = black customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had an all white screen and a critical pump error (open book image) alarm. The customer was in the pool when the critical pump error (open book image) alarm came out. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a cracked case-corner of belt clip rails near the battery tube compartment, a pillowing keypad overlay, a keypad overlay texture damage and a serial number label fading. The test p-cap/reservoir does lock properly inside the reservoir tube. Device powered up properly after battery installation. No blank display or white screen display noted. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. No unexpected critical pump error alarm noted during the testing. Device history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. Device was monitored and no unexpected white screen display, powering off or blank display noted. No unexpected power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 15:52:00.000 alarmalertnotification (B)(6) 2021 19:22:13.000 alarmalertcleared replace battery alert on: (B)(6) 2021 01:23:00.000 alarmalertnotification (B)(6) 2021 01:24:15.000 alarmalertcleared (B)(6) 2021 14:18:09.000 alarmalertnotification and power loss alarm on: (B)(6) 2021 14:18:38.000 alarmalertnotification (B)(6) 2021 14:18:54.000 alarmalertcleared no missing segments/partial display noted during the testing. Critical pump error (open book image) alarm and pump error 53 alarm were recorded and found in the downloaded history files on (B)(6) 2021 13:51:01.000 alarmalertnotification, problem isolated on the electronic assembly. Pump error 63 alarm (variableinfo = 09) was also recorded and found in the downloaded history files on (B)(6) 2021 13:51:01.000 alarmalertnotification due to software error. Device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No loose electronic components noted. However, corrosion was found on the electronic assembly. No corrosion on the battery tube, force sensor, motor and vibrator assembly noted. Failure analysis summary: device powered up properly after battery installation. No blank display, white screen display or missing segments/partial display noted during the testing. The insulin pump alarmed critical pump error (open book image), pump error 63 alarm and pump error 53 alarm due to software error and problem isolated on the electronic assembly. Corrosion was found on the electronic assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an open book image alarm. Customer stated that screen was white blank. Customer stated that they were in pool and came back out and then they were driving and then incident occurred. Customer stated new battery did not resolved the issue. No harm requiring medical intervention was reported. The device will be returned for analysis.